Event description:
It was reported that half way through a lithotripsy case and during full deflection of the ureteroscope, the fiber tip became detached inside the pt's kidney. The broken piece of fiber was retrieved from the kidney using forceps, delaying the procedure by 20 minutes. The case was completed using a second fiber without further issue. It was further reported that there was no known adverse outcome.